Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was noted to have been at end of service (eos) when an alert was triggered for charge circuit timeout. The patient is indicated as being in a terminal status and does not wish to undergo a procedure. The ICD remains in use. No patient complications have been reported as a result of this event.